Manufacturer narrative:
Device not received stuck in manufacturing mode device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Device passed the delivery accuracy test. Device received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received insulin flow blocked alarm. The customer's blood glucose was 22 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.